Event description:
It was reported that during xia3 surgery (l2~iliac, the revision surgery because of mantis screw loosening), when the surgeon did final tightening, the tip of torque wrench was broken. The broken part was not left in the patient.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed. Conclusion: a revision surgery was required. No information on the patient's health or lifestyle except that the patient did not engage in strenuous activity. The root cause is therefore not determined.

Event description:
It was reported that during xia3 surgery (l2~iliac, the revision surgery because of mantis screw loosening), when the surgeon did final tightening, the tip of torque wrench was broken. The broken part was not left in the patient.